Manufacturer narrative:
It was reported that patient implanted on (B)(6) 2023 with agk09070m is getting worse.it was reported that the patient is allergic to nickel.

Event description:
It was reported that patient implanted on (B)(6) 2023 with agk09070m is getting worse.it was reported that the patient is allergic to nickel.